Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that a while back the patient¿s device shocked them, and it was not fun. The patient explained they were getting rf ablation on their head and the healthcare provider accidentally put it over their back instead of their neck and the device went off and shocked them. It was reported the change was sudden. No further complications were reported.